Event description:
Crew responded to a cardiac arrest. No CPR in progress per arrival. Crew put pt on monitor which pt showed a ECG rhythm of v-fib. Medic attempted to defibrillate and lp12 would not charge. Medic checked out the lp12 and found one of the pins from the cable was broken in the port. CPR continued until additional help arrived and pt was put on their lp12 which rhythm was asystole. Pt turned over to the e.r. Staff.